Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Although requested by tandem technical support, the customer declined to perform troubleshooting. Additionally, an incomplete load notification occurred. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained. Customer's blood glucose level was 202 mg/dl. The customer reverted to manual injections for insulin therapy.